Manufacturer narrative:
Investigation is ongoing h3 other text : device not returned.

Event description:
As reported, no abnormality was observed when the commander delivery system (ds) was prepared. Valve alignment was performed in a straight section of aorta without issues, when valve was at the native anulus level and they tried to inflate the balloon of commander ds, 30% of the balloon was probably inflated and no pressure was felt. After deflation of balloon of the commander ds, they noticed that the balloon was broken so they withdrew the valve and the esheath as a single unit with no withdrawal difficulties. The patient did not suffer any injury due to this event. A new commander ds, esheath and valve were prepared and the procedure was performed successfully as the valve was implanted as intended (90/10) with no pvl and no gradient. The patient status was safe.

Manufacturer narrative:
The device was not returned for evaluation as it was not available. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint balloon leak was unable to be confirmed due to no imagery or device provided. Due to no device being returned, engineering was unable to perform any visual, functional, or dimensional testing to rule out the presence of a manufacturing non-conformance. However, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. As reported, ''when the valve was at the level of the native annulus and it was tried to inflate the balloon of commander ds, 30% of the balloon was probably inflated and no pressure was felt. The valve was not expanded. After deflation of balloon of the commander ds, it was noticed that the balloon was broken''. Follow up response indicates that patient had medium tortuosity and mild calcification in access vessel and moderate calcified native valve. Balloon leak may result from damage to the balloon material sustained through a combination of patient and/or procedural factors. The structural integrity of the balloon may be compromised via improper device preparation (crimping) or improper valve alignment techniques (excessive manipulation within tortuous anatomy). It may also be possible for the balloon to become damaged during delivery system advancement through sheath/vasculature via unfavored interactions between the balloon and the crimped thv (typically promoted by calcified, tortuous, and/or vessel-restricted anatomy via non-coaxial advancement angles). In this case, there was no reported insertion, tracking, crossing and valve alignment difficulties. Due to limited information provided, a definitive root cause was unable to be determined. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Per additional information, the valve was not expanded.